Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had been unable to urinate since the morning of (B)(6) 2018. No further complications were reported or anticipated. Indication for use is unknown.

Event description:
Additional information received from a consumer (con). It was reported that, to resolve the inability to urinate, they put a catheter in the patient. The issue was somewhat resolved.

Manufacturer narrative:
Corrected device codes: added c63002. If information is provided in the future, a supplemental report will be issued.